Event description:
Boston scientific received information that this left ventricular (lv) lead did not deliver pacing when required which occurred during routine follow-up. Also, the lead was pulled back and was damaged in the proximal lay during reposition attempt. A new lead was successfully replaced. This lv lead was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was inspected and thoroughly analyzed. Visual observation showed that the complete lead was returned. The lead passed a couple of tests but failed in pressure testing due to lead insulation damage. Detailed analysis revealed that silicone insulation abrasion was noted from the terminal pin. Also, the lead tip and tines were intact and undamaged.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.